Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -08.00 diopter, implantable collamer lens was implanted, removed, and exchanged with a shorter length lens from the patient's left eye (os) on (B)(6) 2020 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.